Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, customer had two faulty sensors. Customer stated one of the sensors was inserted and removed within minutes. Then customer had noticed the sensor didn't have an electrode. The second sensor was a few weeks old and the electrode on it was too long, and the sensor didn't want to start. The customer is not returning the sensor for analysis.